Event description:
It was reported that the patient's output current was increased to 2.5ma as the patient had two breakthrough seizures. She denied further interval seizures after this visit. No other relevant information has been received to date.

Event description:
Information was received from the physician that the increase in seizures was below pre-vns baseline levels and was due to external factors, not related to vns. No other relevant information has been received to date.